Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using fluency plus endovascular stent grafts. During deployment, two separate stent grafts failed to fully deploy. In both instances, only the distal portion of the stent deployed, while the remaining portion did not release from the delivery catheter. No patient injury was reported.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. The stent was loaded in the catheter without any partial deployment. The tip was invaginated and the outer sheath was broken just distal to the swivel nut which leads to confirmed results for break and deployment failure is considered a cascading event. Tip invagination is also confirmed. In this case, only very limited information was provided. Based on sample evaluation, the investigation is closed with confirmed results for break and deployment failure is considered a cascading event. Tip invagination is also confirmed. Based on information available, a definite root cause for the reported device issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed it was found that the IFU sufficiently address the potential risks eg the IFU states if unusual resistance or high deployment force is encountered during stent graft deployment abort the procedure remove the delivery system and use an alternative device regarding preparation of the device the IFU state that prior to loading the vascular system over a guide wire both ports must be flushed with sterile saline flushing these lumens will also facilitate stent graft deployment regarding the anatomy of the placement site the IFU states prior to stent graft deployment ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy regarding accessories the IFU states prepare a stiff 0035 guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location the use of an appropriately sized introducer sheath is recommended packaging pictograms indicate the use of an 10f introducer g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using fluency plus endovascular stent grafts. During deployment, two separate stent grafts failed to fully deploy. In both instances, only the distal portion of the stent deployed, while the remaining portion did not release from the delivery catheter. No patient injury was reported.